Manufacturer narrative:
Concomitant product(s): product ID: 407645 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg), there was poor pocket healing and recurrent sepsis with gram negative organisms. The pocket was found to be eroded and infected and there was extrusion of the ipg. The entire ipg system was explanted and later replaced. No further patient complications have been reported as a result of this event.